Manufacturer narrative:
Device evaluation: one level 1 warmer was received in good condition. A disposable gas vent was installed into block four and the device was powered on. The device was connected to an air clamp test and the device detected the disposable filter and did not alarm as intended. The back panel was also removed for further investigation. The team visually inspected all components and no damage was found. Additionally, eight-hour run tests were completed with different disposables and filters. It was found that the device continued to function as designed. Based on the investigation, the complaint allegation could not be confirmed. The device passed all functional and electrical tests.

Manufacturer narrative:
Additional information received: the reporter provided an event timeframe of (B)(6) 2019 and the issue occurred during set up. It was also verified that the device was set up correctly.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer disposable alarm "comes on". No adverse effects were reported.